Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and forward locked. The tubing was found to have been cut, and the anchor/collagen was not returned with the device. Functional testing was performed by attempting to fully rear lock the device, and the device was able to be fully rear locked appropriately. The carrier tube hub was opened to inspect the spool of suture, and the component was found to have been undeployed. Functional testing was performed by attempting to deploy the suture, and the component was able to be fully deployed. No issue was identified with device function. The complaint was confirmed for withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: n/a. A4: weight: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: phone number: requested, unknown. E3: occupation: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the blood vessel was sealed with an angio-seal device at the end of the angiography. During the use of the closure device, the main body could not be pulled out after the anchor was released. The sheath tube was cut beneath the main body and the rest sheath was removed from the patient. The puncture point was the femoral artery. There was no angiography performed before use. The patient developed right subcutaneous inguinal congestion; however, the amount of bleeding was unknown. No harm was caused to the patient, the patient was discharged from the hospital. Additional information was received on 13aug2024: hemostasis was achieved by manual compression. A 6 fr sheath was used with the angio-seal. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The femoral artery was not angiographed during the operation, and it was not clear whether there was calcification. There was some blood observed after removing the device.